Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the lifts' actuator is squeaky, and will not move reliably.